Event description:
Testing yields (B)(6) discrepancies. The hospital obtained (B)(6) susceptible results when the panel was visually read and (B)(6) resistant results on the instrument. The correct results were reported to the physician and treatment was not delayed or withheld. There are no reports of adverse health consequences associated with the discrepant results.

Manufacturer narrative:
Method - actual device not evaluated- customer visually verified results. Results - no results available since no eval performed. Discrepant results between instrument and visual readings. Conclusions: device not returned. No eval will be performed. There are no reports of adverse health consequence associated with the discrepant results.